Event description:
Customer initially contacted via 1-800 number on 1/10/97, reporting low temperature readings. Her unit was returned with a note requesting a refund. When customer service called her to offer her an exchange, she responded saying that she would prefer a refund because her child had died from a seizure. During a subsequent call, the customer stated that on the day of the event, she had been using the thermometer to monitor her daughter's temperature. Although temperatures as high as 101 f were obtained with the unit, the customer believed the child "felt warmer". She called the doctor, who advised her to back-up the readings with a rectal thermometer. Tylenol was administered throughout the day. Around 6pm, an ear temperature of 99 f was obtained, which the customer compared to a rectal reading of 103 f. Tylenol was given at 6:30 pm. At 7:15 pm, the child had a febrile seizure, aspirated vomit, was revived at the hosp., and later died. No healthy baseline temperatures were ever established. No lens filter was in place to protect the membrane, which was extremely caked with ear wax.